Manufacturer narrative:
Customer returned sample tube for further investigation.

Event description:
Customer reported an incorrect sample number when sample was scanned on the echo. The correct sample number (B)(6), scanned as (B)(6) (nine instead of a zero). Customer states the quality of the barcode is fine, customer is able to scan the barcode correctly with hand held scanner on her lis. The information did not transmit to the lis. The lis would not accept as the numbers did not match.